Event description:
In june 2005, a clinical incident involving a magnum knotless implant was reported to arthrocare corporation. The pt had been treated in an arthroscopic procedure to repair a right rotator cuff tear in 2005. The procedure involved the implant of two magnum knotless implants. Postoperative x-rays showed loss of fixation of one anchor. A surgical intervention was performed in about 2 weeks later, the physician operated to re-repair right shoulder arthrotomy with right rotator cuff repair with fiber wire sutures.